Event description:
On (B)(6) 2023, a spontaneous report from the united states was received via email regarding a female (age not provided). On an unspecified date, the consumer topically applied a herbal pad. Within 30 minutes of applying the pad, she experienced an allergic reaction and broke out. She had to use an epi-pen (epinephrine). Follow up attempts were not successful.

Manufacturer narrative:
For this investigation, organic top sheet herbal regular pads was reported as the complaint product. However, no lot code was provided by the consumer. As such, qc inspection records of 13 lots manufactured in 2022 of organic top sheet herbal regular pads were reviewed and it was confirmed all in process checks were performed, and the results of those checks were in compliance with the specification.